Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: you must enter your transmitter ID correctly into your pump to receive sensor glucose readings.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Reportedly, the customer entered the transmitter ID number incorrectly. However, the transmitter was unable to regain connection after the customer entered the correct transmitter ID, and transmitter was ultimately replaced. No additional patient or event information was available.